Manufacturer narrative:
This report is for an unknown screw/unknown lot. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was admitted in the hospital with injury to right wrist due to road accident on (B)(6) 2014. Initial x-ray findings: fracture in distal end radius. On (B)(6) 2014 the surgeon decided to fix the fracture with distal radius plate. Thereafter patient was discharged with cast. On (B)(6) 2014 the patient came in with complaints of pain and swelling. The surgeon took an x- ray and it was found in the x-ray that a screw was broken. This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device received for manufacturer¿s review on january 14, 2015. Seven screws were returned, two of which were broken. Subject device has been received and is currently in the evaluation process; no conclusion could be drawn. (B)(4): this report is for two (2) unknown broken screws. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this report is for two (2) unknown broken screws. (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: two broken screws are visible. The investigation of the returned articles has shown that two heads of the returned screws are indeed broken off as complaint. The locking compression plate (442.458) as well as the other six returned screws are still intact though. The given information that the patient was discharged with a cast, clearly indicates that there must have been a trauma which has caused these damages (a fall or possibly too much weight bearing). Unfortunately we have not been supplied with the relevant article & lot numbers in order to check our manufacturing documentation and their specification. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.